Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. The patient experienced a decrease in vision. An irrigation of the anterior chamber was performed. The inflammation persisted, therefore; a vitrectomy at another facility was performed. The inflammation and symptoms then resolved. The vision recovered. The doctor reported that the condition of the surgical instruments and the patient could have contributed to the cause of the inflammation. A bacterium inspection was performed and was negative. Product sample is unavailable for return as it remains implanted.

Manufacturer narrative:
Product evaluation: the customer indicated the use of an unspecified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece model was not specified. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(6) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmology. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on (B)(6) 2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on (B)(6) 2015 the voluntary recall was expanded to include these additional lens models.

Event description:
The surgeon reported that the patient was hospitalized for three days.